Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced scale marking issues noted prior to use.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced scale marking issues noted prior to use.

Manufacturer narrative:
Investigation: two photos of three loose syringes with 2.5ml of clear fluid and blue tip caps were received. It was observed there was dozens of black dots and smears attached to the outside of the barrel extending from the 3ml to the top of the grad lines. It appears to be ink and is rejectable per product specification. Potential root cause for the ink dot defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.